Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The high powered display central processing unit board was replaced. : no report of patient involvement.

Event description:
The hospital reported that the unit went into backup mode when the machine was powered on. There was no report of patient involvement.